Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic left hemicolectomy procedure, the tower triggered an endoscope image frozen error and the image became frozen on the operating room team interface. When the error appeared, the endoscope light turned off due to loss of connection with the system. The endoscope was removed, the light was turned back on, the endoscope was reinserted, and the procedure was continued without further incident. The endoscope has had no further issues and is still in use on the system. There was no patient injury.

Manufacturer narrative:
Updated information: h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the device data logs and a design assessment for the reported tower 240v. Evaluation of the device data logs were unable to determine failures described in the reported event. Therefore, a design assessment was performed. Evaluation of the system logs from the design assessment noted there were two occurrences of an error code that indicates that the storz light source was disabled. Corresponding system messaging associated with this condition was generated and presented to the user which does contain the words endoscope image frozen. But the distinction being that if the image had actually frozen on the operating room team interface monitor then the error code would get triggered which can not be seen in the logs. Another error code that was triggered shares similar user facing log message as the previous error code. Log evidence shows a communication loss event associated with both error codes, which reflects the light source disabled state. The cause of the communication loss between the system and the storz light source could not be determined. Although the error code indicates a loss of communication, the logs do not contain objective evidence identifying the underlying reason for the communication interruption. The available data does not distinguish between an intentional restart, transient interruption, or other initiating condition. No objective log evidence indicates that the endoscope image stream itself became frozen. The system logs reflect error conditions related to light source status and communication state only. Evaluation of the tower 240v confirmed the reported condition; however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic left hemicolectomy procedure, the tower triggered an endoscope image frozen error and the image became frozen on the operating room team interface. When the error appeared, the endoscope light turned off due to loss of connection with the system. The endoscope was removed, the light was turned back on, the endoscope was reinserted, and the procedure was continued without further incident. The endoscope has had no further issues and is still in use on the system. There was no patient injury.